Event description:
The customer reported being hospitalized due to low blood glucose. The most recent glucose reading was 204, and she was treated with glucose tablets. Troubleshooting was per formed. Reviewed the priming technique, and it was correct. The customer stated that the insulin pump was not exposed to an MRI. The caller stated that she does not feel comfortable and requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the operating currents were within specifications. The device passed the off no power, self and error test, displacement, rewind, and basic occlusion tests. However, the device was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The insulin pump was received with cracked case at the display window, cracked reservoir tube, and scratched screen.